Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03653 and 03654).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6) 2014 due to instability. The modular head and competitor liner were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to a stem fracture. During the procedure, the stem was difficult to remove. Patient expired during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.